Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with the threshold suspend feature malfunctioning due to low sensor readings. Customer stated that her blood glucose was not low. Customer was woken up with a threshold suspend alarm. Customer did not have her meter with her and did not confirm before treating with glucose tablets. Customer checked her blood glucose 5 minutes later and it was 280 mg/dl. Customer programmed a bolus and she stated that when she had to do a bolus in the night, she always lowers the amount of insulin that the pump wants to give her because, it will end up going low. Customer has had this issue only two times. Customer's blood glucose had gone low to 45 mg/dl. Customer stated that her night time sensitivity might need to be changed. Customer's currently blood glucose was 148 mg/dl. Customer's blood glucose was 42 mg/dl at the time of the incident. Customer's programming and settings were reviewed and found to be correct.